Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 5.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion. During an unspecified inflation, the balloon ruptured at 14 atmospheres. The device was completely removed from the patient. No patient complication was reported and the patient's status was good.